Event description:
Boston scientific received information that during a follow up visit, this device and right ventricular lead displayed increased threshold measurements and noise. In addition, variable shock impedance measurements were displayed including some high out of range measurements. It was thought there was lead subclavian crush or an insulation breach. A revision procedure was performed. Upon removal, visual inspection did not reveal any insulation issue; however it was thought there might be an insulation issue at the proximal end near the clavicle. The lead was replaced successfully and returned for analysis. No adverse patient effects were reported. This did not result in inappropriate shocks or a loss of critical therapy.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.